Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch # a97z24. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. Additionally, the tyvek(a98g0p) from another device was returned with the instrument. During functional testing the device was cycled and successfully fed and formed nine (9) conforming clips. The jaws operated smoothly, opening and closing without difficulty, and the device locked out as designed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The reported event could not be confirmed; the device functioned normally during laboratory testing, and no product defects were identified. However, procedural or use related factors that could not be reproduced in the laboratory may have contributed to the incident. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Device history review: a manufacturing record evaluation was performed for the finished device batch a97z24 number, and no non-conformances were identified.

Event description:
It was reported that, during an unknown procedure, the clip was unformed. The scissoring occurred. The skill of the user is suspected. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. B3: exact event date unk, entered (B)(6) 2026 as only the year was provided. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.